Event description:
During variax elbow surgery, the drill bit broke. The piece of the drill was removed from the patient's bone.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed since the device was not returned for evaluation. Therefore no conclusion could be made how the failure occurred. A review of the labeling did not indicate any abnormalities. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Please note that the current op tech for sterilization, cleaning and maintenance reads: such instruments are recommended as single patient use. Regular functional check and visual inspection. In case of failure, the instrument must be replaced and not be used. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
During variax elbow surgery the drill bit broke. The piece of the drill was removed from the patients' bone.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.